Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden decrease of r-wave sensing was observed during follow-up. The lead was capped and replaced during device change-out due to eri on (B)(6) 2016. Patient condition was good before and after the procedure.